Manufacturer narrative:
D10: device received on (B)(6) 2020.

Manufacturer narrative:
H10: h2, h3, h6. The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found a related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. Prior to the functional testing the resistance of the r2 was measured to be 1295ohms on the device. During functional evaluation the device was connected to a compatible controller and creates an error e-6; the suction line was cut and could not be tested. The complaint was verified, and a root cause was determined to be component failure. Possible factors for an e-6 failure are: (1)open or broken wire. (2) other electrical component failures. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the wand had a e6 error. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.